Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer stated that their high blood glucose was caused by a cortisone shot. The customer declined troubleshooting the issue and did not send their insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.